Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient woke up at 1:00 am with hypoglycemic symptoms of sever shaking, sweating, and dizziness. The customer and the husband attempted to take the customer's blood glucose with the guide meter; however the device would not power on, or would turn on and then turn off during the blood measurement. They attempted inserting several cr2032 batteries into the meter to get it to power on correctly. All the manipulations with the meter took about 30 minutes before they were finally able to receive a reading. The meter finally produced a result of 42 mg/dl. At this point the husband treated the customer with a sugary drink. The customer slowly started feeling better and went back to sleep. The customer was not transported to the hospital.